Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint that indicated that a customer removed the sensor however, the needle was left in the arm. It was further reported that the customer experienced redness, soreness, swelling, and infection at the sensor insertion site. The customer ¿sought treatment (unspecified) from their general practitioner which they had to take for 2 weeks¿. The customer then had follow-up contact with their general practitioner who examined the sensor insertion site, and it was ¿not dry and was no longer infected or red¿ but there was a lump under the skin. The general practitioner planned an ¿exploratory minor surgery¿ to see if the needle was in the customer¿s arm. No further information was provided and attempts to gather additional information was has been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint that indicated that a customer removed the sensor however, the needle was left in the arm. It was further reported that the customer experienced redness, soreness, swelling, and infection at the sensor insertion site. The customer ¿sought treatment (unspecified) from their general practitioner which they had to take for 2 weeks¿. The customer then had follow-up contact with their general practitioner who examined the sensor insertion site, and it was ¿not dry and was no longer infected or red¿ but there was a lump under the skin. The general practitioner planned an ¿exploratory minor surgery¿ to see if the needle was in the customer¿s arm. No further information was provided and attempts to gather additional information was has been unsuccessful thus far. There was no report of death or permanent injury associated with this event.